Event description:
It was reported that a during lap nephrectomy procedure, the device was fired with the original cartridge during a test fire and it fired malformed staples. The reloads worked fine. There was no adverse consequence to the patient.